Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'). In a 34-year-old female patient who had essure (batch no. A47942), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: asthma, osteoarthritis, hypertension, vitamin d deficiency, hyperlipidemia, diabetes, hypercholesterolemia, swelling nos, rash, itching, dermatitis, hives, vaginal discharge, urticaria, dysfunctional uterine bleeding, bacterial vaginosis, nausea, vomiting, diarrhea, insomnia, abdominal pain, menometrorrhagia and cesarean section. Concomitant products included: atorvastatin, cetirizine hydrochloride (zyrtec allergy), clonazepam, esomeprazole, ethinylestradiol;etonogestrel (nuvaring), ibuprofen (motrin children), levothyroxine, meloxicam, methylphenidate hydrochloride (ritalin), metronidazole, nsaids, paracetamol (acetaminophen), paroxetine hydrochloride (paxil), quetiapine fumarate (seroquel), ranitidine and salbutamol (albuterol hfa). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bipolar disorder ("panic/bipolar disorder"), anxiety ("psychological or psychiatric problems, conditions: depression, anxiety"), depression ("psychological or psychiatric problems, conditions: depression/psych injury") and panic disorder ("panic/bipolar disorder"). In (B)(6) 2013, the patient experienced migraine headache ("migraines/headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/physical pain/pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"), (B)(6) months (B)(6) days after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: allergic reaction"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), rash ("rash"), metrorrhagia ("metrorrhagia((bleeding between periods)"), vaginal infection ("infection (bladder/urinary tract/vaginal), type: vaginal"), menstrual disorder ("menstruation issues"), anaemia ("anemia"), skin disorder ("skin condition"), migraine ("migraine"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, bipolar disorder, genital haemorrhage, pelvic pain, abdominal pain, rash, hypersensitivity, allergy to metals, metrorrhagia, vaginal infection, menstrual disorder, anxiety, depression, panic disorder, migraine headache, anaemia, skin disorder, migraine, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, bipolar disorder, bladder disorder, cystitis, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, migraine headache, panic disorder, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and migraine to be related to essure. The reporter commented: discrepancy in insertion dates: (B)(6) 2012. Patient received treatment for menorrhagia (heavy menstrual bleeding), metorhagia (bleeding b/w periods), anemia, general abnormal bleeding, nickel allergy, migraine diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013, results: total bilateral occlusion. Ultrasound pelvis: on (B)(6) 2013, you were diagnosed with dub (dysfunctional uterine bleeding) vaginal hemorrhage. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: panic disorder, depression, vaginal hemorrhage, anxiety, bipolar disorder, migraine. Lot number#: a47942, manufacture date:2012-08, expiration date: 2015-08. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020, quality safety evaluation of ptc. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, mennorhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, mennorhagia)') and bipolar disorder ('panic/bipolar disorder,') in a (B)(6) year old female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, osteoarthritis, hypertension, vitamin d deficiency, hyperlipidemia, diabetes, hypercholesterolemia, swelling nos, rash, itching, dermatitis, hives, vaginal discharge, urticaria, dysfunctional uterine bleeding, bacterial vaginosis, nausea, vomiting, diarrhea, insomnia, abdominal pain, menometrorrhagia and cesarean section. Concomitant products included atorvastatin, cetirizine hydrochloride (zyrtec allergy), clonazepam, esomeprazole, ethinylestradiol; etonogestrel (nuvaring), ibuprofen (motrin children), levothyroxine, meloxicam, methylphenidate hydrochloride (ritalin), metronidazole, nsaids, paracetamol (acetaminophen), paroxetine hydrochloride (paxil), quetiapine fumarate (seroquel), ranitidine and salbutamol (albuterol hfa). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced bipolar disorder (seriousness criterion medically significant), anxiety ("psychological or psychiatric problems conditions: depression,anxiety"), depression ("psychological or psychiatric problems conditions: depression/psych injury") and panic disorder ("panic/bipolar disorder,"). In (B)(6) 2013, the patient experienced migraine headache ("migraines/ headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain / physical pain /pain.") And abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"), 9 months 25 days after insertion of essure. On an unknown date, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction type: allergic reaction"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), rash ("rash"), metrorrhagia ("metrorrhagia((bleeding between periods)"), vaginal infection ("infection (bladder/ urinary tract/ vaginal) type: vaginal"), menstrual disorder ("menstruation issues"), anaemia ("anemia"), skin disorder ("skin condition"), migraine ("migraine"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (abkation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, bipolar disorder, genital haemorrhage, pelvic pain, abdominal pain, rash, hypersensitivity, allergy to metals, metrorrhagia, vaginal infection, menstrual disorder, anxiety, depression, panic disorder, migraine headache, anaemia, skin disorder, migraine, bladder disorder, urinary tract disorder, cystitis, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, anaemia, anxiety, bipolar disorder, bladder disorder, cystitis, depression, genital haemorrhage, hypersensitivity, menorrhagia, menstrual disorder, metrorrhagia, migraine headache, panic disorder, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and migraine to be related to essure. The reporter commented: discrepancy in insertion dates- (B)(6) 2012 and (B)(6) 2012 patient received treatment for menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, general abnormal bleeding, nickel allergy, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results: total bilateral occlusion. Ultrasound pelvis on (B)(6) 2013: you were diagnosed with dub (dysfunctional uterine bleeding) vaginal hemorrhage. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : panic disorder, depression, vaginal hemorrhage, anxiety, bipolar disorder, migraine. Lot number: a47942 manufacture date:2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: pfs received: case become serious incident, surgery ablation was added to event menorrhagia and vaginal hemorrhage. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.